Event description:
A report was received that the patient had to charge the ipg frequently. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to charge the ipg frequently. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo the replacement procedure at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to charge the ipg frequently. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively.